Manufacturer narrative:
DHR review for batch 7030533 (p/n 309628): manufacturing dates: 02/11/2017 to 02/12/2017. Batch quantity was (B)(4). All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 7030533 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. Two photos were received by bd canaan and evaluated. A close-up of a 1ml ll syringe from a reported batch #7030533 (p/n 309628) was depicted in the photos. A piece of large black fm could be seen on top of the stopper in the fluid path. The fm appeared to be a flat long piece of stopper trim from the stopper manufacturer. It became inadvertently attached to the stopper likely during the stopper washing and siliconization process and later assembled into the barrel. Bd canaan was able to confirm the customer's indicated failure. Based on the severity assigned to this complaint and the results of the complaint lot history check, CAPA is not required at this time. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that foreign matter (described as "looks like a piece of rubber from the stopper¿) was found in a 1 ml bd luer-lok¿ disposable syringe, after drawing up medication. There was no report of injury or medical intervention.